Event description:
Pt admitted for treatment with surgical decompression for hypermobility at c3-4 and c4-5 with allograft reconstruction and anterior plate. During surgery, upon removal of the distraction pin at c5, the pin sheared off just below the anterior cortical margin. The retained portion was removed via a synthes screw extraction system without incident.